Event description:
(B)(4). Event occurred in the united states. The patient reported that, the infusion set's tubing pulled out by the quick release. This issue occurred with two sets. It was also reported that in the third set, it pulled off from the body even though, the patient had specially applied a tape on it. The patient taught that the needle might not had been in right. No further information available.